Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient experienced being thirsty and was drinking a lot. When the parent took a fingerstick the cgm reading was 65 mg/dl, and the blood glucose reading was 527 mg/dl. No treatment was provided but the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm reading was 65 mg/dl, and when the parent took a fingerstick the blood glucose reading was 527 mg/dl. The patient was treated with intravenous fluids and 1.5 units of insulin per injection. When a fingerstick was taken after treatment the blood glucose reading was 429 mg/dl. After 2 hours the patient stabilized and was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.